Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a non-tortuous and calcified obtuse marginal (om) artery. Atherectomy was performed with a 1.5mm burr. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion over a non-boston scientific (non-bsc) wire. Ivus showed that the calcium had been sufficiently modified, and after a successful pullback, the physician attempted to remove the catheter over the wire. However, the catheter could not be withdrawn, and the wire could not be advanced further down the vessel. It appeared that the catheter had completely grabbed onto the wire and wrapped around it. Everything had to be removed as one unit. The vessel was successfully rewired, and the procedure was completed. There were no patient complications.